Manufacturer narrative:
Concomitant products: 694758, lead; 419478, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing with diminished p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted.